Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, she obtained blood glucose readings of 40 mg/dl and 350 mg/dl on the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information provided by the customer was invalid, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.